Manufacturer narrative:
(B)(6) rep, pt care coordinator, neuro/spine, stated an investigation is being conducted and they will not provide pt identifiers or other info. No return of the suspect device is expected. The facility's risk management department is conducting a formal smda investigation. Medtronic investigation confirms there was no malfunction of the medtronic device and the site was notified the device was not designed to be left in the pt.

Event description:
A medtronic rep reported, a pt went in a few days following a lumbar fusion surgery complaining of pain, and an x-ray was performed. The x-ray revealed a cannula for the percutaneous pin had been left inside the pt. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's percutaneous reference cross pin. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.